Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer failed to open. The customer tried to recover the storage space and rebooted the device as troubleshooting step but failed. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care and they able to issue only specific medication during this malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed to open. A field service engineer (fse) found drawer 6 full-height cubie not on the bus, requiring a pyxibus module controller board, which has been ordered. Tested medstation es auxiliary drawers 4, 5, 6 and 7 but could not duplicate the reported failure and no drawer number was listed in notes. Performed a power cycle, checked all cables, and released the unit to the customer. Conducted hardware tests and application software diagnostics on the auxiliary height cubie drawer. The customer verified operation by performing multiple drawer inventories, and the system was returned to service. The system functioned as intended after the field service engineer repaired the device.